Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va01227, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer&#38112;family member reported she had a bladder infection. The infection was treated and they got confirmation from the health care professional that it was gone. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up will be sent.